Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a craniotomy on (B)(6) 2019 and suture was used. During the procedure, while tying the suture to a drain with an outer skin stitch, the tip of the needle on the suture broke off. The needle tip was retrieved. An additional suture was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation summary: the actual device was received for evaluation as a failed needle. A fracture was observed at the tip of the needle. One of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. He fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. A manufacturing record review was performed for the finished device batch and no non-conformances were identified.